Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the unit works regularly both on mains and battery but, the fse replaced the batteries for failing test. All functional tests carried out with a positive outcome.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) suddenly shutdown. There was no patient involvement.